Event description:
It is reported that the fowler will not crank up. The user facility was unable to provide any information as to whether there was patient involvement. However there were no adverse consequences associated with the reported issue.